Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. E1: initial reporter phone: (B)(6). H6 device codes: corrected.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was selected for use in the ultrasound examination. During preparation, it was noted that there was a hole in the guidewire cavity of the catheter and the guidewire entered the internal cavity through this hole. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was selected for use in the ultrasound examination. During preparation, it was noted that there was a hole in the guidewire cavity of the catheter and the guidewire entered the internal cavity through this hole. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. E1: initial reporter phone: (B)(6).

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. E1: initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed sheath was observed bent. Microscopic inspection showed that the guidewire exit port and the distal section of the tip were in good condition. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of device problem excluded. Review of the returned device, reported event details, available information, and product records confirmed that the device performed as intended and no damage was identified that could have contributed to the reported allegation. Regarding the observed bent sheath, this type of condition is often caused by external forces over the material, such as bending forces that may be encountered during handling of the device outside the patient, including device unpacking or preparation. Since the device met all manufacturing specifications, it is most probable that the observed bent occurred during these activities; therefore, adverse event related to procedure is the assigned cause for the observed bent sheath.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was selected for use in the ultrasound examination. During preparation, it was noted that there was a hole in the guidewire cavity of the catheter and the guidewire entered the internal cavity through this hole. The procedure was completed with another of the same device. The patient condition following the procedure was stable.